Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was not holding a charge, the battery gauge was fluctuating, and that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that multiple occlusion alarms occurred. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.